Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of greater than 125 ohms. Impedance trends showed the rise had been gradual, so it was recommended to monitor and do further testing if values approach 150 ohms. At this time, the rv lead remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances of greater than 125 ohms. Impedance trends showed the rise had been gradual, so it was recommended to monitor and do further testing if values approach 150 ohms. At this time, the rv lead remains in service and there have been no adverse patient effects reported. Additional information received indicates that the lead exhibited high out of range shock impedance during a device changeout. A synch max energy shock was performed, and code 1005 appeared in one of the vectors, indicating that there was an open circuit condition during shock delivery. The physician elected to keep the lead implanted as the patient has an improved ejection fraction and discuss with the patient following the generator changeout. The lead remains in use. No adverse patient effects were reported.